Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a drawer failure but doesn't show and unable to recover it. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a drawer failure but doesn't show and unable to recover it. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a failed drawer alert, but tower door 1 was not shown or identified in the error. A field service engineer (fse) investigated the issue and found that the door 1 had a ghost fault, preventing customer access, though no device was listed in storage space recovery. The emergency release lever was used to release all four doors, which were then successfully recovered. The customer was able to recover all four doors after simulating faults using the emergency release. Debris was removed, connections were checked, and the customer verified access to each door. The system functioned as intended after the field service engineer repaired the device.